Event description:
It was reported that the lead developed high thresholds immediately after implant. The physician decided to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned, analyzed and primary analysis revealed no anomalies. However, the proximal conductor was distorted and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and apparent explant damage.